Event description:
It was reported that via merlin.net transmission device was found out to be in back-up vvi mode. Patient was brought into clinic and a device code download was performed successfully and the issue was resolved. The patient was doing fine after the event.

Manufacturer narrative:
.